Manufacturer narrative:
To date, the reported device, pro6240, has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have not been reviewed due to the serial number not having been reported. A two-year review of complaint history revealed there has been a total of 52 complaints, regarding 52 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: precautions: prior to each use, inspect all equipment for proper operation and ensure all attachment and accessories are correctly and completely attached to the handpiece. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro6240, was being used during an unknown type of surgery when the "pin driver broke off in patient". The reporter stated that there was no impact to user or patient. A good faith effort was completed to obtain more information; however, the reporter has not responded to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.